Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device, an issue with the active exhalation control module was observed. The active exhalation control module was replaced to address the issue. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. The root cause of the active exhalation control module failing was due to the proportional valve being stuck closed.